Event description:
It was reported that the customer was hospitalized. The customer's son found him unresponsive, the battery on the insulin pump was dead. Blood glucose levels had declined to 36mg/dl. It was mentioned that the customer has a history of hypoglycemic events.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.